Event description:
It was reported that the patient expired. They were unable to find out the circumstances surrounding the patient's death. The patient was last seen by their management physician on (B) (6) 2009. An MRI of the patient's brain was performed on (B) (6) 2009. The MRI showed ischemic disease. The patient had difficulty walking and had quadriparesis. They stated that they did not think that the patient's death was related to the implanted device system. The medications being delivered via the device system were bupivicaine and fentanyl.

Manufacturer narrative:
(B) (4)